Event description:
The customer called and reported the insulin pump became stuck in a preparing to prime loop. Numbers did not appear on screen during the fill tubing process, even though insulin was seen exiting the cannula. Customer's blood glucose was 188 mg/dl. During troubleshooting, customer was advised to hold down a button until receiving a second series of beeps or numbers on the screen. Neither occurred. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.